Event description:
It was reported that the atrial lead exhibited oversensing. It was possible to produce myopotential. A revision was unsuccessfully attempted.

Manufacturer narrative:
Final analysis found that the reported oversensing was caused by an abrasion to the outer insulation between 8.2 cm and 9.8 cm from the connector pin due to friction with the pacemaker can.